Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain via a manufacturer representative. It was reported that the patient had a fall in (B)(6) 2015 where the patient fell on the implantable neurostimulator causing new swelling at the pocket site. The deck that the patient was standing on fell apart and she fell 6-8 feet. Impedances performed at the time were all within normal limits between 800 ohms and 1000 ohms. Since then, it was hard to recharge. The patient recharges 3 hours per day; however records indicated about 1.5 hours every other day and charging from 75% to 100%. The health care provider felt no increase in tissue, so it is unsure about recharging issue, but the health care provider was moving the implantable neurostimulator the day of the report to above the incision line and a bit shallower. The stimulation has shut off about 5 times in the last few weeks causing increased pain. The patient said that the implantable neurostimulator was shutting off, but the diary shows has shut off 3 times in the last month. The patient was asked if she sees a lightning bolt when she gets the patient programmer, but the patient was unsure. It was recommended to the patient that she keeps notes on whether or not stimulation was turning off, when it happens, and in what position. It was unknown if the issue was resolved at the time of the report, and follow-up received on 2016-05-25 did not provide any additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.